Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin, and the insulin gauge displayed 275 units and remained static. The customer's blood glucose level was 121 mg/dl. Reportedly, the customer loaded a new cartridge and received an accurate fill estimate.